Manufacturer narrative:
Complaint evaluation details from b)(4): sn (B)(4). The lens was ejected out from the injector tip. The haptics were deformed. The entire injector was not returned, therefore visual inspection could not be performed and further information could not be provided. Trace of lubricant was found on the lens. Internal reference: (B)(4).

Event description:
It was reported that the capsular bag was damaged during insertion of the lens in the patient's right eye. The haptic was damaged and in the physician opinion, the damage was due to "handling." Reportedly, the incision was enlarged to remove the lens and suture was needed. There was loss of vitreous and a vitrectomy was performed; however, because of too much bleeding and condition of the bag, no lens was implanted. Physician is evaluating treatment options.

Manufacturer narrative:
Regarding device evaluated by MFR? Of this report, hoya device has not yet been returned. (B)(4).

Event description:
It was reported that the capsular bag was damaged during insertion of the lens in the patient's right eye. The haptic was damaged and in the physician opinion, the damage was due to "handling." Reportability, the incision was enlarged to remove the lens and suture was needed. There was loss of vitreous and a vitrectomy was performed; however, because of too much bleeding and condition of the bag, no lens was implanted. Physician is evaluating treatment options.